Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant procedure pneumothorax was observed. No action was taken and the event resolved without sequelae. The patient was in good condition post event and the hospitalization was not prolonged due to the pneumothorax.